Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented with a left ventricular lead that exhibited low pacing impedance. No intervention was performed. There were no patient consequences.